Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon on a 5f mynxgrip vascular closure device (vcd) ruptured during preparation. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The stopcock was found in the closed position without a syringe attached to it. The balloon was not inflated, and it presented a complete burst condition. The advancer tube and sealant were returned in their manufactured positions. Additionally, the sealant sleeve was not retracted from its manufactured position. A sheath was not returned for this evaluation. A functional analysis was not executed since the inflation/deflation evaluation was not possible due to the condition of the balloon observed on the received device. During this high-magnification evaluation, the burst condition of the balloon was confirmed, along with the compromised condition of the inflation/deflation mechanism. The reported event of ¿balloon-balloon loss of pressure at prep¿ was confirmed through analysis of the returned device due to the burst condition noted. However, the exact cause of the condition found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are possible, such as rapid inflation. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon on a 5f mynxgrip vascular closure device (vcd) ruptured during preparation. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
E1: phone # (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.